Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.

Event description:
Dealer stated that the loops on an r115 sling for an unknown patient lift are fraying by the seam.